Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the issue of failure to capture of the right ventricular (rv) lead was due to lead dislodgement. The lead continues to remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that about two months post implant the right ventricular (rv) lead had low rv amplitude r-wave with elevated thresholds and failure to capture. The lead was repositioned and remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.